Event description:
On june 10, 2009, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch ultrasmart meter prompted the message of " high glucose." Per the onetouch ultrasmart owner's booklet, this message indicates that the meter detected a high blood glucose level, exceeding 600 mg/dl. The complaint was classified based on the initial and follow up customer service representative (csr) documentation. The patient reported that the alleged message appeared in the day of the event in 2009 at either 8 or 9:00am. Prior to obtaining the message, the patient stated that he had last tested at 3:40am that morning with the subject meter and obtained a reading that was "ok" for him (result unknown). As a result of the alleged message, the patient claimed he took an increased dose of humalog insulin (25 units). The patient reported that he typically takes anywhere between 10-20 units of humalog insulin at that time. Approximately 4 hours after obtaining the alleged message, the patient claimed that he developed "low blood sugar symptoms" (symptoms unspecified). However, the patient also mentioned that the symptoms began 4 hours after his lunch (time of lunch unknown). In response to the symptoms, the patient claimed he treated self with candy, dextrosol and cookies and felt better afterwards. The csr noted that the patient felt his low symptoms were as a result of having regular milk as opposed to chocolate milk during lunch. At the time of troubleshooting, the csr noted that the patient stated that the subject meter stopped powering on after obtaining the alleged message. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.